Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection broke from the patient line. Subsequently, the patient line was damaged. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 128 mg/dl.